Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, not provided the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device had no anchor and suture inside the system. Manual compression was done. No health damage to the patient. Additional information was received on 29 aug 2023: the issue was discovered during detachment we discovered that there was only the carrier tube and there was no anchor or suture. The procedure performed was a 2x diagnostic angiography, internal carotid artery (ica) -stent. The procedure sheath size used was a 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was less than 250 ccs. Patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Two (2) 6fr angio-seal device was returned for product evaluation. The returned device relating to the complaint included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then attempted to be reset to rear lock position. However, during attempted redeployment, a kink was formed in the base of the carrier tube preventing fully rear locking. An anchor, collagen, and black stop were deployed while the suture was partially deployed and the tamper tube unable to be deployed. Assembly was cut into ensure that the tamper tube was within the device. Dried blood was found within the device when cut into. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).